Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a missing drive support disk. The insulin pump was received with a cracked case at the display window conrers, a cracked reservoir tube lip and window, cracked battery tube threads, scratched display window and missing end cap sticker.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed an error and that insulin was "squirting" out during the manual prime process. The blood glucose reading was 179 mg/dl. The customer stated that insulin continued to drip after the motor stopped during the manual prime process. Advised discontinuation and replacement of the insulin pump. Nothing further reported.